Event description:
A malfunction was reported on a customer's pump, which occurred after the pump got wet. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.